Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a non-emergency procedure was performed when the issue happened. The procedure was completed by moving the patient to another system. Field service engineer (fse) visited onsite and confirmed that reported problem. After reviewing the log, fse found the reported problem. Fse identified that the connection, which is necessary to power the network switch, was absent. The fse resolved the issue by shutting down the system, turning off the ups, mpdu, and removing the old power distribution bar and after reconnecting new equipment, the error was fixed, and x-ray functionality was restored and return the parts for further analysis, but no failure found. After installed power distribution, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the geometry movements were not available, preventing fluoroscopy. No harm was reported to philips. Philips has started an investigation of this complaint.